Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not enunciate cgm alerts as intended. Additionally, it was reported that the customer experienced a low blood glucose (bg) level ranging from 40-50 mg/dl. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.